Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The relatedness was updated to include possibly related to programming/stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for epilepsy. The patient had worsening/increase in daily number of seizures; the seizure type remained the same. No diagnostics were performed and no actions were taken. There was one trip to the emergency room and hospitalization for 23 days due to the event. It was unknown if event was related to procedure and reported to be related to worsening/exacerbation of existing condition. The event was resolved without sequelae as of (B)(6) 2019. No further patient complications were reported or are anticipated. Relevant medical history included epilepsy diagnosis in 2013 and ongoing hashimoto thyroiditis.